Manufacturer narrative:
D10 concomitant product: eeaorvil25a, eeaorvil25a eea orvil 25 mm automaticdv, (lot # unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted the visual inspection of the disengaged staple guide with proper weld marks on both the staple guide and shell head, noted the presence of a full complement of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. During functional testing, the staple guide was reattached to the instrument. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage, and a full complement of staples was deployed and properly formed. The device also produced all audible, tactile, and visual indicators during the functional testing. It was reported that the instrument broke, a component disengaged, and the staples did not deploy. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, the stapler cartridge broke and fell into the cavity. All the broken pieces were retrieved with graspers. The surgeon had to do a second anastomosis with another stapler as the first stapler cut but did not staple. The surgical procedure was extended for an hour.